Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 701. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 701 was confirmed and reproduced during product evaluation. This condition was due to a defective pump head module (phm). The pumphead module was replaced on channel b to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.